Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from (B)(4) and is a spontaneous report by a nurse from (B)(6) of (B)(6) in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). On an unreported date in 2011, the patient experienced peritonitis. The cause of the peritonitis and the outcome were unknown. It was not reported whether the patient was treated for peritonitis. Action taken with dianeal pd4 ultrabag was not reported. The nurse reported that the peritonitis was not related to dianeal therapy.